Event description:
It was reported that patient presented with z syndrome 6 weeks post lens implant. The iol vaulted in front of capsule and tension bands were noted inferiorly. Z syndrome was not responsive to rotation and ctr placement. The doctor removed and replaced the iol with a monofocal iol. The patient's status is good. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.